Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a message at start-up stating that a button press was detected and it was attributed to the keyboard flex being contaminated. Analysis additionally noted that the hanger assembly, hanger assembly o-ring and hanger assembly screw were missing, the display, encoder switch assembly, main printed circuit board, one case screw and one knob were contaminated and that the main seal was pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
It was reported that the external pulse generator presented with an error during power-up stating that a button press was detected. The external pulse generator has been returned for repair. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.